Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the loss of connection between the pump and transmitter, the pump battery life issues, and the battery failed alarm. The customer had keypad issues, transmitter battery life issues, and had sensor glucose vs blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, and mmt-1884. Troubleshooting was performed for the loss of communication and the transmitter in use in warranty. Troubleshooting was not performed for the battery failed alarm, short battery lifetime, stuck button alarm, sensor glucose vs blood glucose, and short transmitter battery lifetime. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit was received with all buttons working properly. Unit passed the sleep current measurement, active current measurement test, and self test. The pump was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿pairing successful¿. The pump was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. Thump software was utilized to upload trace/history files properly. In adapt history download, no relevant alarms were noted to confirm complaint codes. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no damage or anomalies noted on keypad traces. However, during visual inspection, moisture damage was found on motor and electronic assembly. Unit was received with the following cosmetic damages: battery tube threads - cracked, cracked case-corner of belt clip rails, scratched case, stained keypad overlay and missing display window/cover. In conclusion, customer concerns were not confirmed. The customer did not experience an unexpected power loss of less than 7 days per the pump history records. Not enough data in adapt history download to confirm complaint codes. Unit was received with responsive keypad buttons and no anomalies noted on keypad traces and keypad gold flex connectors. In addition, unit and transmitter communicated properly. Unit functioning properly. However, moisture damage was noted on motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.